Manufacturer narrative:
One device was returned for repair in used condition. The device has not been serviced in the past. Primary problem of error code 42224 was stored in the devices error log. Most probable cause is error code ui cmd interval timeout. Cleared error then performed preventive maintenance to correct the issue. Device passed all functional tests after the repair.

Event description:
It was reported that the device had an error 42224. The fault occurred during testing. There was no patient involvement.